Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose of 28 mmol/l, treated with bolus and low blood glucose of 2.9 mmol/l, treated with juice. The user alleged the insulin pump was under delivering due to customer had given himself more insulin then what the insulin pump recommend and it barely brought his blood glucose down. The customer also alleged insulin pump was over delivering due to when customer was trying to treat his low blood glucose, he had a hard time to bring back his blood glucose to normal and felt like the insulin pump was giving him too much insulin. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis